Event description:
It was reported that after a laparoscopic cholecystectomy the pt experienced a bile duct leak and was admitted to the ICU. Both clips that were applied to the ducts dislodged allowing the bile to leak. It was believed that the clips had either cross fired or misaligned. An endoscopic restrograde cholangiopancreatography with stent placement was performed, and it appeared that the pt was not opened. The pt had a "lengthy stay." The device was discarded. Although the surgeon claimed that the device to belonged to this manufacturer and had "gotten through," the operating room staff reported that the surgeon's preference card indicated a preference not to use this manufacturer's devices, and it was "highly unlikely" that the device belonged to this manufacturer. Additional info was requested, but no additional info was available. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and was reported to be discarded.